Event description:
It was reported to boston scientific corp that a polyflex esophageal stent was used during an esophageal stenting procedure performed in 2009 to treat a refractory benign stricture. According to the complainant, during the procedure, the physician felt that the stent was placed too far distally. A double lumen therapeutic scope with rat tooth forceps was utilized to reposition the stent further up the esophagus. The stent was pulled too far up and become lodged at the cricopharyngeal muscle. The stent placement was aborted and rat tooth forceps were used to remove the stent. The stent was removed along with the scope with great difficulty, causing stent abrasions at the proximal end of the esophagus. The physician re-scoped the pt and noticed a tear with active bleeding at the distal esophagus at the original stent placement site. Two resolution clips were used to treat the tear. There was no further pt complications or additional planned interventions as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the info from that review, a supplemental medwatch will be filed.